Event description:
No EKG display on monitor. Pt cable and ekc module changed, but problem not corrected. Electrodes changed x3, but still no EKG. Replaced electrodes with another brand and problem corrected.